Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user's username was not working, and they were unable to login. The customer stated that this malfunction occurred while dispensing the medication but there was no report of delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist confirmed with the customer that the affected user was able to log in to the station. The system functioned as intended after the customer resolved the issue.